Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported the superion indirect decompression spacer broke during an implant procedure. It was noted that the patient had osteophytes that may have caused resistance, and the spacer broke when the physician executed small repeated sagittal movement to attempt placement. A new spacer was used and placed more posteriorly to successfully complete the procedure. The device was not returned for analysis.